Event description:
It was reported that the patient underwent a cervical procedure at c4-c6 using anterior fixation plate system to treat the fracture. It was found that the directions of both c4 screws had been changed toward caudal about a month post op. Bone union seem to be in progress. No complication or injury has been reported at this time. It was reported that the patient is going to be monitored carefully because the screws backing out is suspected.

Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are lot h09j3646 and lot h09j3647. This part is not approved for use in the united states; however a like device (B)(4) was cleared in the united states. Multiple ap and lateral x-ray of cervical spine show effect corpectomy of c5 with anterior fixation plate with self tapping screws at c4-c6. Subsequent films show collapse and kyphosis developing with toggle of superior screws approximately 30 degree. Abutment of plate now is seen against c3. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Device history records for this lot were reviewed. No documentation was found that would indicate a nonconformance to specification.